Event description:
It was reported that noise leading to oversensing was observed on the device and right ventricular (rv) lead. Interference from an inactive, previously implanted lead was suspected. The patient was hospitalized and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
Please note that the device was implanted in january of 2024 but the exact implant date was unknown.

Event description:
It was reported that noise leading to oversensing was observed on the device and right ventricular (rv) lead. Interference from an inactive, previously implanted lead was suspected following diagnostic imaging. The oversensing led to loss of pacing. The patient was hospitalized and the device was reprogrammed. There were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the device and right ventricular (rv) lead. Interference from an inactive, previously implanted lead was suspected following diagnostic imaging. The oversensing led to loss of pacing. The device was replaced with a subcutaneous ICD and the rv lead was deactivated. The patient was stable. There were no adverse consequences.